Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-oct-2022 . H6: investigation summary five samples in sealed packaging blisters were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the influenza vaccine injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the first day we used them we had 3 needles malfunction. Two patients had to be stuck twice due to these needles. We were unable to get the medication in the syringe to advance through the needle. We changed the needle and the patient was able to get the medication. What was the product being used for when the reported issue was noticed? Influenza vaccines . Was the procedure able to be completed? Yes, once needle was changed out . Was there any medical intervention or treatment needed due to the issue patient experienced? Two patients had to be stuck twice to get their influenza immunization.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the influenza vaccine injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the first day we used them we had 3 needles malfunction. Two patients had to be stuck twice due to these needles. We were unable to get the medication in the syringe to advance through the needle. We changed the needle and the patient was able to get the medication. What was the product being used for when the reported issue was noticed? Influenza vaccines. Was the procedure able to be completed? Yes, once needle was changed out. Was there any medical intervention or treatment needed due to the issue patient experienced? Two patients had to be stuck twice to get their influenza immunization.